Event description:
A system error (se) 2240 alarm was identified in the log of a returned homechoice device. The event was found during review of the home choice (hc) device. A se 2240 is a non-recoverable alarm that occurs when the device has detected air being drawn continuously into the disposable. It is unknown if this alarm occurred during patient therapy, however, no patient injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). A follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.

Manufacturer narrative:
(B)(4). This complaint for the se 2240 (air in line) was confirmed as it was identified in the patient's alarm logs of the returned homechoice device. The cause was undetermined. The lot number is unknown; therefore, a batch review was not performed. This issue has been escalated to CAPA.